Manufacturer narrative:
(B)(4).

Event description:
Received a call from the clinical specialist (cs) on (B)(6) 2015 that she was having issues with the heartbeat sensing during the initial implantation of this patient's m106 device. She was continually getting "?????" While doing the heart rate testing, but at the time had only tried 1-3 on the sensitivity levels. She confirmed that the surgeon did not perform the pre-surgical testing as he told her that "he had done it before without and it worked fine." The cs tried to inform him of the reason for the testing but he refused. She mentioned that she was able to see 150s and 200s for a few seconds on level 2. At that time they continued on settings 4 and 5. She confirmed that the wand battery was changed prior to the test and that the green power light was observed by the nurse/surgeon. Diagnostics were within normal limits with 1500 ohms. Further testing on level 5 for the heartbeat still showed "?????." Since she was able to get a brief reading at 2, this was retested with no information. Testing was performed at 3 and then 4, where there was a result of about 212 and 200, which was followed by "????". All 5 sensitivity levels were tested without successful heartbeat detection. It was decided to turn on detection to sensitivity 4 and 40% threshold to see if there will be detection at follow up. At follow-up, the cs retested at sensitivity '4' which the patient was programed to but got "????." When she re-performed the test at sensitivity '5', she received a heart rate of 68-78 for about 10 seconds which was an appropriate range for the patient but then it went to "????." She then indicated that the autostimulation and hr is off because the physician has concerns about the device. There were no issues reported for this patient even though she decided to disable his features as well.

Event description:
The explanted generator was received for analysis on 01/06/2016. Product analysis for the m106 generator was completed and approved on 01/28/2016. To observe the pulse generators sensing response to an external stimulus, the pulse generator was placed in a final test fixture and setup. To use the tachycardia detection function of the tablet software (rev11), the waveform generator setup was used for the basic stimulus. The stimulus (waveform generator) and pulse generator were connected to an oscilloscope for visual confirmation of pulse generator sensing the stimulus. The stimulus was connected to the pulse generator case and out2. Heart beat sensitivity setting five (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts of 7.2 seconds with a no load condition and 9.4 seconds with a 2k load condition. Refer a comprehensive automated electrical evaluation showed that the pulse generator (in 'final' configuration) performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. Remaining residual material on the pcba edge after the 'test tab' removal manufacturing process may have been the contributing factor for the undersensing.

Manufacturer narrative:
Describe event. Corrected data: further pa details were added to the event description.

Event description:
Product analysis showed that following tests were out of specifications, r2 verification, supply current 2ma/normal, supply current off, and supply current off sense.

Manufacturer narrative:
M106 explant was inadvertently left out of supplemental MDR #1.

Event description:
It was found that the patient's generator was explanted on (B)(6) 2015 due to an infection (infection reported in MFR # 1644487-2015-06337). Attempts have been made for return of the generator but the device has not been received to date. Review of decoded data shows that on the date of implant ((B)(6) 2015) for the m106 generator, tachycardia detection was initially programmed off and then was turned on and sensitivity levels 1,3, and 4 were tested. When tachycardia detection was first programmed on it was set to sensitivity level 1 and the foreground heart rate from the interrogation was 60 bpm and later 62.9 bpm. The sensitivity was tested at 3 and 4 and the foreground heart rate was again 60 bpm and 62.9 bpm. The patient was seen on (B)(6) 2015 for follow-up and sensitivity settings 4 and 5 were tested with tachycardia detection programmed on. The foreground heart rate for sensitivity 3 during interrogation was 66.3 bpm and for sensitivity 5 was 70.6 bpm. The patient was seen again on (B)(6) 2015 for follow-up and sensitivity setting 5 was tested with tachycardia detection programmed on. Foreground heart rate of 81.2 bpm was found on interrogation. Normal current was still programmed to 0.25 ma, magnet stimulation was programmed to 0.5 ma, and auto-stimulation current of 0 ma during the interrogation. On (B)(6) 2015 the normal current was programmed to 0.25 ma, magnet stimulation was programmed to 0.5 ma, and auto-stimulation current of 0 ma at the end of the visit (after interrogations but before systems diagnostics were taken).

Event description:
It was indicated that the patient was seen on (B)(6) 2015. An ECG was not able to be performed because of the clinic that they were at. There is only one tech there to use the equipment that they have and that person was not on site that day. On this follow-up visit they still could not detect the heart rate again so they turned auto stimulation off and the patient has been doing well with normal stimulation. Review of available programming history shows data from (B)(6) 2015: tachycardia detection was programmed on throughout, and attempt at all five sensitivity levels are shown. No output currents were programmed on. Review of decoder data showed interrogations performed on the date of implant. From two different interrogations, the foreground heart rate was 60 and 62.9 bpm.